Event description:
It was reported at unpacking that the sterile package barrier was compromised. After opening the box, the inner pouch was not closed properly and the balloon protruded from the pouch. The procedure was completed with another same device.

Event description:
It was reported at unpacking that the sterile package barrier was compromised. After opening the box, the inner pouch was not closed properly and the balloon protruded from the pouch. The procedure was completed with another same device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the sterling catheter was received inside the opened sterling product pouch and shelf box. The area of separation from tyvek and poly bag shows a residual of tyvek material which indicates a seal was present between the tyvek and the poly material. Uniform witness marks on the side seal give no visual or tactile indication of a possible seal defect. Though analysis of the returned product confirmed that the package seal was compromised, the packaging seal was torn open and it could not be determined definitively when the packaging seal was opened. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).